Event description:
In 2005 "dod" with aicd implanted. Five days later back to or for repositioning of atrial lead. The next day pt has v-tach - dislodged atrial lead or pacer. Md documents malfunctioning lead.